Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Inspection of the spray function 1. Cover the spray valve hole with your finger. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The reported issue (early water supply) was confirmed. It was observed the water supply volume was out of specification due to clogging of the nozzle. During examination, scratches were found on the suction chamber cover, the suction connector, the suction connector cover, the universal cord protector, the universal cord, the image guide protector, the grip, the switch box, the c-connector, the right/left knob, the lock engagement lever, the up/down knob, bending section cover, control unit and connecting tube. In addition, the up/down knob was deformed, causing loss of watertight-ness; the universal cord was wrinkled; the suction chamber was sheared; the control unit was discolored; the bending section adhesive was chipped; and the friction plate was worn. Finally, the angle wire was worn: this caused the up/down direction knob to perform outside specifications and the bending angle for the up direction to be out of specifications. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation

Event description:
The customer reported the evis lucera elite gastrointestinal videoscope exhibited early water supply issue. The issue was identified during an unspecified therapeutic/diagnostic procedure and the procedure was completed using the same device. The device was returned to olympus for evaluation. During examination, foreign material was found in the nozzle. This report is being submitted to report the issue found during device evaluation. No adverse effects to patient reported.